Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Investigation conclusion: no sample, no lot.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: in the process of infusion, leakage was found at the y-shaped junction of the intravenous indwelling needle, and the indwelling needle was replaced and re-punctured immediately.